Manufacturer narrative:
Evaluation completed. One 23ga vitrectomy cutter was returned without the pouch. The part number and lot number for the cutter cannot be verified or determined. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were noted. A functional test was performed using a stellaris pc system. The inner needle did not reach the cutting edge. The inner needle stops at approximately half the port and locks up. The cutter does not cut. Report 1 of 2 see 1920664-2015-00159.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Report 1 of 2. See 000190664-2015-00159.

Event description:
The user facility in (B)(4) reported the vitrectomy cutter wasn't working properly. There was no patient impact or medical intervention required.